Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as onset, the patient went to see a doctor due to the event, however tt was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with fortum and cefazolin (doses, frequencies and routes not reported). On the same day as onset, extraneal and physioneal therapies were discontinued. On an unreported date, while being treated for the peritonitis, the patient changed to continuous ambulatory peritoneal dialysis (capd) therapy (no further detail was provided). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.